Event description:
Five days after a minor fall, communication was lost between the patient's programmer and the implantable neurostimulator. The patient also experienced no stimulation sensation and a loss of therapeutic effect. During troubleshooting (several attempts of repositioning and resynchronizing) the poor communication screen appeared. When the patient was asked to push the "on" button the amp screen came up, the lightning bolt turned on, and stimulation was at 2.6amp. The patient increased stimulation to 3.0amp and felt some tingling. Prior to this event, the patient had experienced stimulation at 2.5 or 2.6 amps.

Manufacturer narrative:
(B) (4)